Event description:
Sorin group (B)(4) received a report that error messages appeared on all the displays of th s5 system. There was no report of patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The unit was returned to sorin group (B)(4) for evaluation. Testing of the device could not confirm the reported issue. The pack performed properly and in accordance with specifications. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.